Event description:
No additional information received. On the other hand, with the 20 cm syringes lot 2202303 become hard when using it (does not slide well the plunger) which does not allow the correct administration of medication.

Manufacturer narrative:
Investigation summary; since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was difficult to move while administering medicine. The following information was provided by the initial reporter, translated from spanish: "on the other hand, with the 20 cm syringes lot 2202303 become hard when using it (does not slide well the plunger) which does not allow the correct administration of medication."